Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection of the tibial trial handle found no issue with it apart from wear marks consistent with usage. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04405 - 1; 0001825034 - 2017 - 04406 - 2.

Event description:
It was reported that the pin puller does not open and the setting instruments fell apart intraoperatively. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were reported for this event. 0001825034-2017-04406.

Event description:
It was reported that the pin puller does not open and the setting instruments fell apart intraoperatively. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.